Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 19) and an altitude alarm occurred. Customer¿s blood glucose level was 147 mg/dl. The customer reverted to manual injections for insulin therapy and a replacement pump was sent to the customer to resolve the issue.